Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011 due to the device was threatening pocket erosion. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).